Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the insufflation unit device had blackout alarm. The issue occurred during maintenance. There was no report of any patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d5, d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported blackout alarm failure was confirmed. Based on the results of the investigation the most probable cause of this complaint is due to component failure of the printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.